Event description:
After a ptca procedure, the balloon catheter was removed. It was noted that the marker band detached and was located in the guiding catheter. The catheter shaft also fractured. All pieces were retrieved and the entire system removed. Pt status is listed as "ok".